Manufacturer narrative:
(B)(4). Any additional information received from the customer will be included in a follow up report. (B)(4). The suspect component has not been received by carefusion.

Event description:
The customer reported a uim (user interface model) display does not power-up while using the avea ventilator. The customer reported the problem is intermittent and the led's (light emitting diode) on the membrane panel are lit-up. Carefusion (cfn) technical support recommended replacing the defect uim for a working one. The customer reported no patient involvement or allegation of patient harm.